Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for tilt and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately eight years, seven months post filter deployment, a CT scan showed filter tilt and perforation. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: a sample evaluation could not be performed as the device was not returned. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. The medical records allege bard g2 filter was implanted just below the renal veins location for a patient. Upon deployment, the g2 inferior vena cava filter migrated slightly superior to the intended location. It was still however infrarenal in position. It¿s position was confirmed under fluoroscopy in 2 orthogonal planes. Approximately four years and one month later, a computed tomography (CT) abdomen without contrast showed that an inferior vena cava filter was identified. The filter was located at approximately the l2 level. It demonstrated tilt within the inferior vena cava of approximately 21 degrees. The apex of the filter was located along the right lateral margin of the inferior vena cava along the inferior vena cava wall. The filter was located at the level of the renal veins. The apex of the filter was located approximately 7 mm cranial to (above) the right renal vein and approximately 9 mm cranial to (above) the left renal vein. Strut perforation was identified beyond the inferior vena cava wall at multiple locations. Most notable was left lateral strut perforation which extended into the aorta, a distance of approximately 7 mm. Two additional struts were identified in close proximity to the wall of the aorta and both anterior and superior to the strut that penetrated the aorta. Two anterior struts demonstrated perforation of the inferior vena cava wall and possible minimal extension into a duodenal diverticulum. No evidence of retroperitoneal fluid collection identified to suggest active bleeding. Elsewhere, strut perforation measured a distance of up to 11 mm from the inferior vena cava wall. No clear evidence of strut fracture was identified. Therefore, the investigation is confirmed for alleged filter migration, positioning issue, perforation of the inferior vena cava and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately eight years and seven months post filter deployment, the patient allegedly had a computed tomography (CT) scan showing filter tilted, migrated and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.